Event description:
The customer reported that following a diagnostic catheterization in 2000, a vasoseal es was deployed. The pt had a multiple stick venous puncture. Hemostasis was achieved in five minutes and a venous hematoma was noted during the occlusive pressure. One hour post-deployment the pt developed a pseudoaneurysm. The hematoma was evacuated and no further complications were reported.